Manufacturer narrative:
Zimvie complaint number (B)(4) customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount would not disengage from the implant. The doctor had another mount and implant available and was able to finish the procedure with no problems for the patient.